Manufacturer narrative:
Additional information: upon further follow-up information received that patient is male, lebanese, 210 lbs., 55 yrs. Old, date of birth (B)(6) 1966. And that patient is doing good now. No other information was provided. The following sections are updated: section a2: 55 yrs.old; date of birth: (B)(6) 1966. Section a3: gender: male section a4: weight: 210 lbs. Section a5: ethnicity: white all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight, and ethnicity: unknown/ not provided. If implanted, give date: as lens was removed/replaced during the same procedure. If explanted, give date: as lens was removed/replaced during the same procedure. Last name: unknown/not provided. The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had trailing haptic ripped after implantation and explant was performed. It was stated that the iol was extremely rigid and very difficult to load correctly through emerald cartridge/inserter. There was patient contact. The suspect product was discarded. No further information was provided.